Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had delayed a meal with no snacks, which lead to a blood glucose (bg) level of 80 mg/dl. Customer ate a meal and delayed the meal bolus and bg level elevated to 250 mg/dl . Customer delivered a correction bolus and bg level decreased to 60 mg/dl. Customer reported that he had overcorrected for the elevated bg which led to the low bg. Recommendation was made for customer to consult with health care provider regarding pump therapy and diabetes management.